Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete device information. Date of event and therapy is estimated.

Event description:
Related manufacturer reference number: 1627487-2020-49019. Related manufacturer reference number: 1627487-2020-49021. Related manufacturer reference number: 1627487-2020-49022. It was reported that following a head trauma the impedance readings were out of range. As such, surgical intervention may take place at a later date to address the issue.